Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that the balloon catheter had gas loss. The unit had the gas loss alarm, but unit did not have any parts malfunction in which the error code could not be duplicated. No harm or injury to the patient was reported.